Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's intermittencies and sound quality issues reportedly resolved with programming adjustments and exchange of equipment. The recipient will not undergo revision surgery. The recipient remains implanted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing intermittencies along with sound quality issues. External equipment was exchanged, however, the issue was not resolved. Revision surgery is being scheduled.

Manufacturer narrative:
The recipient's external equipment was upgraded and the sound is reportedly better.